Event description:
The user facility reported that the device's batteries were smoking after a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Product was not returned.

Event description:
The user facility reported that the device's batteries were smoking after a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.